Event description:
At the end of a sublocal ischemic ventricular tachycardia procedure, the distal electrode tip (electrode 1) of the catheter detached in the patient. The procedure went smoothly, with successful treatment of the inferior substrate and ventricular tachycardias originating from this region. There were several shots of ablation on the posterior pillar. The procedure ended with an inferior topographic stimulation map. During this map, the catheter became stuck in the papillary muscle following manipulation. An error message appeared: "catheter disconnected." On fluoroscopy, the distal electrode tip was noted to be detached from the catheter. The catheter was withdrawn into the sheath. The procedure was put on hold, and cardiac surgeons were called. Initially, following a discussion of the benefits and risks, the surgeons were against removal of the distal electrode tip. However, later, the decision was made to attempt recovery of the distal electrode tip. With the patient under general anesthesia, the tip was located in the papillary muscle under intracardiac echocardiography, and a transesophageal echocardiography. A non-abbott (boston scientific) asd protection device was deployed. An attempt was made to dislodge the distal electrode tip and retrieve it in the blood circulation, but without success. Rapid bursts and premature ventricular contractions were induced to move the distal electrode tip, but these were ineffective. After multiple attempts, the decision was made to leave the distal electrode tip in place. The patient woke up without any symptoms and was transferred to the intensive care unit the following morning.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip of the catheter had been fractured and detached. The tip thermocouple (tct) read as an open circuit due to the red and green tct wires fracturing within the flex tip as a result of the tip detachment, consistent with the reported ¿catheter disconnected¿ error. Three images were also submitted for evaluation. The first image shows a mapped heart model on a monitor labeled "carto." Two quadripolar catheters are seen right next to each other in the model. The distal tip of both catheters is obstructed by the heart model and cannot be visualized. The second image appears to show an x-ray image. Two quadripolar catheters are seen, and one catheter appears to be within a curved sheath inside the patient. A loose component is noted. The third image shows the tactiflex catheter outside the patient. The flex tip of the catheter was fractured and detached and was not present in the image. The log file analysis indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to the fracture in the shaft material. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.